Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited no left ventricular output and noise reversion episodes due to oversensing. No intervention was reported. The nurse advised the patient does not comply with in clinic checks or merlin checks but would attempt to bring the patient in to the clinic for troubleshooting.